Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced intermittent low blood glucose (bg) levels (28 mg/dl) and juice was consumed to address the bg level. The customer did not know the cause of the low bg. As the low bg had occurred in the past and was resolved, tandem technical support was unable to troubleshoot.